Event description:
On (B)(6) 2013 it was reported to animas that there was an unaddressed cartridge alarm and the patient may have experienced a blood glucose (bg) excursion. There were no bg values or signs or symptoms reported. The patient and the pump were unavailable at the time of initial contact. Customer technical support has attempted to follow up to obtain additional information and to troubleshoot the pump, without success. This complaint is being reported because it is unknown if the patient did not confirm an alarm, or if the alarm malfunctioned.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the total daily dose history indicated that insulin delivery totals prior to the event correctly reflected programmed values. A review of the suspend history indicated that the pump was suspended at 16:05 on (B)(4) 2012 and deliveries were not resumed. The pump histories showed that the pump was not in use from (B)(4) 2013. There were no alarms related to the complaint found in the alarm history; only typical usage was observed. Basal and bolus histories added up correctly, indicating that the pump was delivering accurately until the last date of use. The pump passed delivery accuracy testing and was found to be operating within required specifications and delivering accurately. No alarms occurred during testing. Unrelated to the complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.